Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 171055: 75 items manufactured and released on 21-jun-2017. Expiration date: 2022-06-01. No anomalies found related to the problem. To date, (B)(4) have already been sold without any other similar event reported (complaint (B)(4)).

Event description:
Revision performed due to pain about 2 years and 2 months after primary surgery. The reason of pain is unknown. Liner swap and patella resurfacing performed. The surgery was completed successfully.